Event description:
Healthcare professional reported, right side rupture. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a3a, b5, b6, h6

Manufacturer narrative:
Continued: e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Ultrasound performed on (B)(6) 2024. Bilateral mammary prosthesis, with signs of intracapsular rupture in both sides, more significant in the right side. No evidence of siliconomas at axillary level.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture was received on july 04, 2024 with lot number 2672853. Based on the product analysis performed, the assessments of the complaints are: rupture: observed 2 openings assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. Missing shell assessed as inconclusive. ¿ as per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.